Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. No unlock lcd keypad connector noted. The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm noted. The battery icons functioned properly. No excessive no delivery alarm noted. No moisture damage was found on the electronics and motor noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed no delivery and the act button on her husband's insulin pump was unresponsive. The act button anomaly was discovered during troubleshooting for the no delivery alarm. The patient's blood glucose at the time of no delivery alarm was 372 mg/dl. The wife did not recall significant events leading to the keypad anomaly. Additionally, the wife mentioned that her husband had already tried every possible remedy for the no delivery alarms. The tubing was not bent or kinked. The customer had tried different cannula lengths. The insulin was not expired. Additionally, the device alerted low battery despite the battery being less than one-week-old. The insulin pump will be returned and replaced.